Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
The devices that were pending were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 2 to 0.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.